Event description:
It was reported that during the right ophthalmic artery wide-necked aneurysm procedure, physician build the access and then delivered the subject flow diverter to distal and deployed it. At the beginning the subject flow diverter was deployed properly and then distal of the subject flow diverter foreshortened. So, the physician decided to withdraw it. However, 3-5mm of the distal part of subject flow diverter could not be retracted. The physician tried several times but failed to retract the subject flow diverter completely, so he withdrew the whole system. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. It was pushed out after the procedure by operator on purpose. The stent was found to be deformed with frayed braid edges. The distal part of the stent introducer sheath was found to be damaged. The tip was found to be intact. The distal part of the sdw was found to be kinked/bent. During functional inspection, flow diverter stent difficult/unable to re-capture into microcatheter test was unable to perform as the stent was returned having been deployed. Stent deformed functional test was not applicable as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The microcatheter tip was not shaped. The anatomy was reported to be moderately tortuous. Access was through femoral artery. The flow diverter was recaptured/resheathed back during the procedure 0 times. The flow diverter was removed from the patient¿s anatomy by withdrawing it back to intermediate catheter and then withdrew the whole system. The current condition of the patient is good and stable. No additional medication was given to the patient due to this event. There was no clinical consequence to the patient due to the reported event. The patient received dual anti-platelet agents post procedure. Product condition update provided by customer: the stent will be returned with condition of deployed, but it was not deployed prematurely during the procedure inside patient's body. It was pushed out after the procedure by operator on purpose. Analysis of the returned device found the stent had been deployed as it ¿was pushed out after the procedure by operator on purpose¿. It was confirmed that the stent was deformed with frayed braid edges. The distal part of the sdw (stent delivery wire) was found to be kinked/bent and the distal section of the stent introducer sheath was damaged which indicates a force was used during the procedure. The damage to the introducer sheath may have contributed to the complaint. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿stent deformed¿ and ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ in addition to the as analyzed ¿stent deformed', ¿stent introducer sheath damage' and ¿sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the right ophthalmic artery wide-necked aneurysm procedure, physician build the access and then delivered the subject flow diverter to distal and deployed it. At the beginning the subject flow diverter was deployed properly and then distal of the subject flow diverter foreshortened. So, the physician decided to withdraw it. However, 3-5mm of the distal part of subject flow diverter could not be retracted. The physician tried several times but failed to retract the subject flow diverter completely, so he withdrew the whole system. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.